Event description:
It was reported that the gastrointestinal videoscope exhibited a scope communication error code (b30), a scope communication error code (e216) and no image on the screen. The event occurred at the time of installation. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure scope communication error code (b30) was not confirmed. Additionally, scope communication error code (e216) and no image on the screen was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of scope communication error code (e216) and no image on the screen due to cause traced to component failure. Additionally, scope communication error code (b30) cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.